Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator, (B)(6) 2013; 407645, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged the night after the implant procedure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.